Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint that the instrument jaws would not open. The jaws were not misaligned. Additional information not reported by customer: upon visual inspection, the instrument was found to have a conductor wire with damaged insulation. As a result of the insulation damage, the instrument was found to have incurred thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. System log investigation: a review of the instrument log for the maryland bipolar forceps instrument (pn: 470172-16, batch-sequence: n10180911- 0146) associated with this event has been performed. Per a review of the logs, the maryland bipolar forceps was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on or after the 7th use of the instrument. If the reported issue was identified prior to starting (pre-anesthesia), as currently reported by the customer, and the instrument was not installed, the logs would not reflect the date that the issue was identified as logs are only available for dates/procedures that the instrument is installed. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Additional findings not related to the reportable finding: the instrument was found to have the entire length of the main tube surface with degradation. Improper cleaning during reprocessing most commonly causes this failure. Multiple input disks were also found broken. Input disks #6 and #7 were found broken into pieces inside of the housing. Improper cleaning during reprocessing most commonly causes this failure. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, it was noted that the maryland bipolar forceps instrument would not open. The procedure was completed with a backup instrument and there was no report of patient harm, injury, or adverse outcome. The initial reporter indicated that the date of the event was unknown.